Event description:
The site's radiation therapy technologist (rtt) broke her nose after accidentally colliding with the system's synchrony camera. There was no reported malfunction with the device.

Manufacturer narrative:
.